Event description:
The customer stated that after installing the new software of the cell dyn sapphire analyzer, they have been experiencing problems with the host communication. Some of the pt results were either not transferred or not printed through the cell dyn sapphire interface specification. There was no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.